Event description:
It was reported the catheter leaked at approximately 4-5cm from the distal tip during onyx injection. No patient injury reported. Same event as MDR# 2029214-2012-00389.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 3.5 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Catheter rupture. (B)(4).